Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a lot of problems with "this thing". It was noted the stimulator was pretty hard to sit on as she got older. It was logged the patient was "mad about having to wear this thing", and "mad at medtronic because they were the people responsible for it." It was logged the patient met with a manufacturer representative(rep) and the doctor multiple times and no one could figure out what was wrong. It was reported the patient "gave up for a long time" and at time of report she was "really (B)(6)", was (B)(6), and was "sitting on this thing". It was reported that no one seemed to know how to get it out and the patient had been told in the last few years since having had an open heart surgery a few years ago that she was at surgical risk by her "internist" and surgeon. It was reported the patient was angry and at time of report was sitting on her device and it was migrating and she wanted it out but no one would help.

Event description:
It was further reported that the patient was still having concerns regarding their device or therapy but was working with their physician and/or company representative.